Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
As reported: "broken hlrf wire" - gradual bone deformity corrections. Patients have them on for 3-6 months. Patient came back to clinic with snapped wire - wire has been reattached. Removal of wire will be approximately june".